Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray confirmed that the lv lead was dislodged. The lv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.